Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of a noisy image: it is speculated that it may have been caused by damage or deterioration of parts during handling, environmental factors such as dust/dirt/humidity/ambient light, optical issues, compatibility issues, thermal issues, or electrical problems like signal loss or circuit breakage. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a noisy image and foreign objects in the nozzle. There was no patient involvement.